Event description:
It was reported that during a treatment stenting procedure on a highly calcified lesion in the mid-lad, stent deployment difficulties were encountered. The lesion was not pre-dilated. The stent was placed across the lesion and the balloon was inflated once to unk atmospheres. With inflation, the balloon "watermeloned" distally. The proximal end of the stent did not fully oppose and the balloon became stuck in the stent during removal. The physician made several unsuccessful attempts at removal, including re-inflating the balloon. The pt remained stable during the procedure with perfusion to the distal lad and with no electrocardiographic changes noted. The pt was transferred to another facility for emergency coronary bypass surgery and removal of the retained fragment, as the facility was not equipped to perform this type of surgery. Two days after the surgery, the pt was reported to be doing well.